Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump over delivered insulin causing low blood glucose during set change. Customer reported that the reservoir went from 20 u to 0 u in one day. Customer¿s blood glucose was 75 mg/dl and treated with glucose tablets. Troubleshooting was performed and customer was advised that the insulin pump would need to be replaced.